Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A review of the alarm log and a visual inspection identified that there was an air-in-line alarm. This malfunction occurred due to the air sensor being out of calibration. The air sensor was calibrated to fix the reported condition. The pump passed all testing and was returned to the customer in working order.

Event description:
It was reported that a flogard infusion pump experienced an air-in-line alarm. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.